Event description:
(B)(4). It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced serious, debilitating and permanent bodily injuries, extreme and chronic pain, mesh erosion and erosion of internal bodily tissue, hardening, worsening dyspareunia, recurring incontinence, and has required medical treatment and add'l surgery. The pt's attorney has alleged a deficiency against the device. The litigation dose not specifically state which product was used on the pt therefore an unk complaint is being entered. Add'l info has been requested, but not yet rec'd.

Manufacturer narrative:
The product family for this women's healthcare product is unk; therefore, we are unable to determine the associated labeling and dfmea to review. Although the product family is unk, the women health product ifus are found to be adequate based on past reviews.